Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: the user facility uses the oer-elite to reprocess scopes, no adapters are used on scope for manual cleaning, and no flushing is performed per oer-elite IFU¿s. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cap cover insulation did not meet specification. Low angulation. Angulation play. - distal end plastic cover has deep dent. Objective lens has chip at edge. Bending section rubber glue cracked. Insertion tube has buckle. Plug unit gold pins dented. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Despite good faith attempts the user culture results were not shared. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An endoscopy support specialist (ess) was dispatched to the facility to observe customer¿s reprocessing technique. The ess observed the technicians clean the scopes. Customer uses medivator dry leak tester, scope buddy plus to measure detergent and temperature of water. They also use the reprocessor oer-elites for high-level disinfectant. With the use of the oer-elite it is validated to provided modified reprocessing steps on all colon and upper gastrointestinal scopes. As per the ess, the facility does modified cleaning. After brushing is complete for manual cleaning they are able to place the device in the oer-elites to complete the reprocessing of the scopes. Customer washes the sinks and changes the personal protective equipment (ppe) after every scope manual cleaning. Customer uses olympus brushes and/or third party pull through depending on the amount of debris in the internal channels. After oer-elite cycle is complete customer uses dry-scope aide to dry internal channels for 10 minutes. Lastly, the scopes are hanged vertically in scope cabinets. The customer indicated that they would not want the scopes to be sent to third party laboratory for culture testing instead would like a routine inspection at the olympus repair center. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii gastrointestinal videoscope to olympus requesting an inspection for bioburden. As per the customer, there have been no outbreak related to the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.